Event description:
During routine check of a pleura-seal thorencentesis device the plastic end sheered when the provider checked the catheter's ability to release from the needle. The device was not used on a patient.